Event description:
A medtronic ent rep reported the site stated they were slightly inaccurate after registration during a fess procedure. The site was unable to provide a specific measurement of how inaccurate they thought they were. The surgeon continued to navigate and completed the procedure with the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt ID, age and weight unavailable from the site at time of this report. Scanner artifact was present in the scan which can lead to less than optimal accuracy. This was communicated back to the field, so that future scanned images can be properly adjusted within the software to remove artifact.